Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation and metallosis. Update rec'd (B)(4) 2014-pfs and medical records received. After review of the medical records the revision operative note indicated the patient did have metallosis and a loose cup. The cup is now being added to this complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
(B)(4). Update rec'd 6/19/2014-pfs and medical records received. After review of the medical records the revision operative note indicated the patient did have metallosis and a loose cup. The cup is now being added to this complaint. There is no new additional information that would affect the existing MDR decision. A review of the device history records for the added cup did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.